Event description:
It was reported that the patient presented to the clinic for routine follow up. Upon interrogation the pulse generator exhibited premature elective replacement indicator and end of life. The patient had received a small electrical shock a few days prior. After a device firmware download, normal device function resumed.